Manufacturer narrative:
Customer requested evaluation and training on prevention and repair of issue.

Manufacturer narrative:
Follow-up submitted with updated conclusion code. Customer was sent a replacement mattress.

Event description:
It was reported via repair work order that the mattress had fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the mattress had fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.